Event description:
Fit was reported that there were ¿impedance concerns¿ involving electrodes 4 and 10. These electrodes were to be avoided during programming. It was stated that ¿even though electrode was being used, patient was still receiving good therapy.¿ there were ¿no changes needed¿ at the time of report. It was stated that the device deficiency could not have led to a serious adverse device effect. No complications were reported or anticipated. Additional information was received from the healthcare provider of a clinical study via a manufacturer representative reporting that the cause was unknown. The exact impedance values could not be determined.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6) , ubd: 08-feb-2026, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4) , ubd: 08-feb-2026, UDI#: (B)(4) e1 phone number: (B)(6) h6 codes belong to the leads. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.